Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. Customer¿s high blood glucose level was 400 mg/dl. Customer¿s low blood glucose value was 40 mg/dl. Customer also stated other relevant blood glucose value was 300 mg/dl. The customer declined troubleshoot for high and low blood glucose. The product will not return for analysis.